Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed. Pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue connector. After disconnecting and reconnecting the internal battery connector on pcba 1, pump was monitored and functioned properly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with their insulin pump after inserting new batteries. The customer did not troubleshoot and did not send the product back for analysis.